Event description:
It was reported that during a da vinci-assisted sigmoid colectomy, the staple line leak where a sureform 60 green reload was fired with a sureform 60 stapler instrument. The sureform 60 green reload was used to transect the rectum. After mobilization to the rectum, the anastomosis was complete, and fecal matter was identified from the staple line where the sureform 60 green reload was fired. As a result, the case was converted to open surgery to resect and repair the staple line. The procedure was completed, and the patient is recovering well. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The stapler logs show the sureform 60 stapler instrument was installed on the system 1 time and fired 1 sureform 60 green reload. On the only install, the first clamp was successful and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.